Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While the saw was within the haptic boundaries, the arm and saw started oscillating/shaking. The trigger was not depressed or stuck. The saw did not have power and the leg was not moving. The oscillating stopped when the arm was removed from the haptic boundaries. Arm status check following procedure was normal and combined accuracy passed. Surgical delay > 30 minutes.

Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: adjusted tension on j4, j5 & j6. Propagate and verify with the transmission and friction script. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected on 16/04/2010 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: (B)(6) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
While the saw was within the haptic boundaries, the arm and saw started oscillating/shaking. The trigger was not depressed or stuck. The saw did not have power and the leg was not moving. The oscillating stopped when the arm was removed from the haptic boundaries. Arm status check following procedure was normal and combined accuracy passed. Surgical delay > 30 minutes. Case type / application: tka. Update 09/december/2020 (B)(6): as reported in servicemax case number: (B)(4): mps reported that the leg was not moving when this occurred. Mps also reported base array arm is sticking and metal plate holding port for hybrid cable on the robot is cracked on the corner.